Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 40-50 mg/dl. Cause of low bg level was unknown. Bg was treated with an unspecified intravenous treatment. Reportedly, customer left the ER 3-4 hours later with customer in stable condition (bg 160 mg/dl).